Event description:
It was reported that the fenestrated bipolar forceps instrument wire was broken prior to starting a da vinci surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was frayed at the distal clevis hub. No damage was found at the clevis. Failure analysis also observed that the one grip was bent, causing side-to-side misalignment of the grips. There was a .055 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. There were scratches on the surface of the distal pulley. Failure analysis also observed that the bottom pin was bent upward towards the top pin and the chassis not broken and still attached. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.